Manufacturer narrative:
Correction/addition: e3: & g3:. H3 other text: device not received.

Event description:
It was reported, that the kit sizer sensor pca/syr of two syringe module will be replaced.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the kit sizer sensor pca / syr of two syringe module will be replaced.